Event description:
It is identified that at the time of performing the surgical procedure to remove the catheter, it is not possible to remove it in its entirety.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under. #510k130576. Device history record batch record file, number 36962241 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the units released in june 2020. Summary of investigation no sample/picture of the met defect, no x-ray picture and no completed information form were returned for investigation. - raw material historical review: the batch records of the catheters included into the impacted device kits were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample for investigation, nor x-rays pictures, it is not possible to conclude on the exact root cause of this catheter rupture occurred after implantation. Conclusion the complaint is not confirmed as no sample was available for evaluation. However, it is worth noting that: - no other similar complaint was received on this batch. - the examination of our manufacturing process and of all the documentation related to the impacted batch have not revealed failure during our production process. This type of incident is a known and well documented potential adverse event of the implantation of access ports, in particular on young patient. Recommendations are given in the IFU to remove the system and to follow the position of the catheter tip on children. This is a rare incident ((B)(4)). No corrective action is envisaged.